Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-22. H6: investigation summary: two samples without packaging was received by our quality team for evaluation. The samples were subjected to visual inspection to check for foreign matter related to excessive lubrication and catheter damage. No foreign matter related to excessive lubrication was observed. On the first sample, catheter peelback and a deformed catheter tip was observed. On the second sample, a slanted cut on the catheter was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. The deformed catheter tip and peelback on the first sample could have occurred after application as the returned samples were observed with blood. There are also no stations in the manufacturing process which would lead to a slanted cut on the second sample. As the samples were returned used, an actual root cause could not be determined.

Event description:
It was reported when using the bd angiocath¿ plus IV catheter there was foreign matter in or on the device cannula/needle/catheter; catheter was defective/damaged/deformed. The foreign matter event occurred 2 times. The damaged/defective device event occurred 2 times. The following information was provided by the initial reporter: there was "excessive lubricants and poor tube end processing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath¿ plus IV catheter there was foreign matter in or on the device cannula/needle/catheter; catheter was defective/damaged/deformed. The foreign matter event occurred 2 times. The damaged/defective device event occurred 2 times. The following information was provided by the initial reporter: there was "excessive lubricants and poor tube end processing."